Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to an electrically leaky filter, designator fl9 from the analog pcb assembly.

Event description:
The customer initially reported that their device was displaying its charge-pak indicator. After an evaluation of the device by physio-control, it was observed that there was internal electrical leakage causing the internal hlc batteries to become depleted. There was no patient use associated with the reported device issue.